Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer was unsure of the cause of the low bg level; however, reported the suspected cause to be due to overworking and stress from a busy week. Juice was consumed to treat the low bg level.